Manufacturer narrative:
Unique device identification(UDI) and catalog number updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while spinal fusion, the x-stage cover on the imaging system was damaged. The representative reported that motion of the gantry was slightly affected, though imaging functionality was not affected. There was no patient present when this issue was identified. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.